Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: how many events involved needle breakage and how many involved suture breakages? There was no needle breakage, yarn breakage, or strand decoiling. It occurred in a total of 4 procedures. How many devices demonstrated the alleged deficiency? 12 units of suture threads. Did the event occur during a single patient procedure or during multiple procedures? In a total of 4 procedures with different patients. What is the total number of procedures? 4 procedures have any of these events been previously reported to ethicon? If so, please provide the corresponding reference number(s). ¿ yes, 2: (B)(4). If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown dental procedure on an unknown date and suture was used. Hcp acquired from dental med sul the silk needled suture thread 4-0 ¿ 1/2 circ. ¿ 1.7 cm (d2764t) black color, box with 24 units, of the brand and is reporting problems with the product. According to the client, more than 10 hairs ruptured, either at the tip of the needle or in the middle of the hair, causing damage during the procedure. There were no patient consequences reported. Additional information was requested.